Manufacturer narrative:
(B)(4). No samples were returned for evaluation. A batch review was not possible in this instance, as our business relationship with the supplier of the device has been terminated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The report states that the leak was near the additive port on the seam. The leak was discovered during the compounding process. No adverse events or patient involvement were reported. No additional information is available.